Manufacturer narrative:
(B)(4).

Event description:
A healthcare professional reported that the screen turned to white and the machine stopped working during the preparation of the cataract surgery. Reboot was performed with no result. No system message was displayed.

Manufacturer narrative:
A service visit was performed. A sample is in transit to the manufacturing site for investigation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary: the system was examined by a company representative who did not indicate finding any issues that would be associated with the reported event. The host module, footswitch, and cable were all replaced. The system was tested and found to meet product specifications. The system met specifications at the time of release. The system is designed to perform self-checks to ensure proper functionality. If the system detects an issue that may compromise the integrity of the system¿s output, then the system is designed to produce a system message to alert the user and to disable the affected function or system until the issue has been resolved. This is meant to preclude use of a compromised function or system for surgery. If subsystems are disabled or in the event of a total shut down during surgery, the licensed/trained operator should be competent in mitigating the risk of any direct patient harm and allowing a stable intraocular environment to be maintained. In this instance, the reported event occurred before a surgery. It should be noted that there was no harm to the patient nor did the system itself pose any potential harm to the patient. Based on the information obtained, the root cause of the reported event cannot be determined conclusively.

Event description:
Additional information received clarified that there was no patient impact. Several attempts have been made to obtain additional information with no response to date.